Manufacturer narrative:
Results: the penumbra coil 400 (pc400) pusher assembly was kinked approximately 5.0 cm from its proximal end and bent approximately 15.0 cm from its hub. The embolization coil was compressed and had several offset coil winds along its length. Coagulated blood was observed inside the introducer sheath and on the embolization coil. During functional analysis, the pc400 was partially advanced through a demonstration px slim. When attempting to retract the coil it would not fully resheath inside its introducer sheath. Conclusions: evaluation of the returned pc400 revealed that the embolization coil was compressed and had offset coil winds along its length. This damage is likely a result of forcefully advancing the embolization coil against resistance. The root cause of this resistance could not be determined. However, the coagulated blood present inside introducer sheath and on the coil may have contributed to any resistance experienced by the physician. Further evaluation revealed that the pusher assembly was kinked and bent. These damages are likely a result of continued attempts to advance the embolization coil against resistance. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the physician attempted to advance an initial pc400 out of its introducer sheath and into the px slim delivery microcatheter (px slim) but the coil would not advance out. Therefore, the introducer sheath containing the pc400 was removed and the procedure was completed using nine new pc400s and the same px slim. There was no report of an adverse effect to the patient.